Event description:
It was reported that a patient underwent an intestinal anastomosis on (B)(6) 2021 and suture was used. During the procedure, the needle could not ne passed smoothly through the tissue. The needle tip was missing when checking the needle. No needle pieces fell into the body cavity. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what was the name of the procedure? No further information is available. What is the lot number? No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/23/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: h3 investigation summary: a failed suture needle, labeled as (B)(4), was submitted for fractographic evaluation. The component was identified as product code z771d. It was requested to assess the fracture mode of the failure. Damage was observed at the tip of the needle. One side of the needle was received, a mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of (B)(4) revealed the blunt tip was likely original to manufacturing.